Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. The stent was received deployed 11mm. The rack was broken 10cm from the pull grip. The plastic around the broken ends of the rack has stress marks; which indicates excess force was used. The handle was opened during analysis and no further damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the stent failed to deploy. The target lesion was located in the popliteal artery. A 6x120x120 epic¿ stent was advanced to treat the lesion. However, during deployment, the device locked and the stent did not obey the command to release. No patient complications were reported and the patient's status was stable.